Event description:
Boston scientific crm received information that during a routine implant procedure, this cardiac resynchronization therapy-defibrillator (crt-d) and the associated right atrial (ra) lead exhibited pacing impedances of greater than 2000 ohms after pocket closure. The local field representative (fr) reported that pacing impedances though the pacing systems analyzer (psa) were appropriate prior to pocket closure. The lead was evaluated under fluoroscopy with no indication of a lead issue. The lead position had not changed. Ra sensing and thresholds were steady. The pacing impedances were checked again before the patient headed to recovery. At that time, the impedance was trending back down. The decision was made to observe the lead and monitor for changes. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.